Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer stem cat#00771101120 lot#61963080, zimmer head cat#00801803201 lot#61992532, zimmer liner cat#00630505632 lot#61932980, zimmer cup cat#00620005622 lot#61788131, zimmer bone screw cat#00625006515 lot#61961129 zimmer bone screw cat#00625006525 lot#61974159. Reported event was confirmed with operative notes provided. The right hip was not revised yet. Left hip revision op notes shows that if the patient¿s cobalt level does not diminish following left hip revision, the right side may be considered for revision as well. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04802, 0002648920 - 2019 - 00825, 0001822565 - 2019 - 04803, 0002648920 - 2019 - 00826.

Event description:
It was reported patient underwent initial right total hip arthroplasty approximately 7 years ago. No allegations against the right hip noted at this time; however, the surgeon states that the patient may undergo a right hip revision at a later date. No further event information available at the time of this report.